Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), it was repositioned twice due to high thresholds. It was also reported that due to patient anatomy the delivery system had been damaged. The physician decided to replace the introducer and ipg with a new one. The new device implant was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.